Manufacturer narrative:
Exhalation flow sensor.

Event description:
The customer reported the ventilator went vent inop and alarmed at the start of testing. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the customer reported problem. A diagnostic code in log history also indicated the vent inop occurred due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the reported problem. Final testing was completed, and all applicable tests passed per operating specifications.